Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a pt infection. There was no report of adverse pt effects due to the explant procedure.

Event description:
Caller reported blood glucose results of 532 mg/dl and 232 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.